Event description:
The customer performed control tests on her contour ts meter and received results of 308 and 208 mg/dl. The normal control range was 100-137 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.